Event description:
It was reported that the rotawire became stuck in the burr. The target lesion was located in the left coronary artery. A 1.25 mm rotalink burr and a 330 cm rotawire were selected for use. During procedure inside the patient, it was noted that the rotawire became stuck in the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that the rotawire became stuck in the burr. The target lesion was located in the left coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During procedure inside the patient, it was noted that the rotawire became stuck in the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotalink burr catheter with the returned wire inside. The coil, sheath, handshake connection, burr, and annulus were microscopically and visually examined. The distal floppy part of the wire had been broken/separated; therefore the returned wire was removed proximally from the burr catheter. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.